Event description:
It was reported the customer's sensor cannula had broken off inside their body. The customer's grandfather stated the sensor cannula was stuck inside the customer's abdomen. The grandfather also reported there was no issues with inserting their sensor. It was also found a CT scan did not find anything inside the customer's body. Customer's healthcare provider also informed them not to worry about the issue. The customer's most recent blood glucose was 149 mg/dl. It was also found the customer had issues with their sensor not fully penetrating their skin. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors found 3 of 5 sensors failed for low readings 2 remaining sensors passed per specifications with accurate readings. Unable to confirm needle complaint, the customer did not return insertion needle only the sensor also, found sensors and cannulas whole with no broken or missing part.